Event description:
It was reported that bd max¿ system, bd max¿ instrument while running vag panel assay customer keeps obtaining multiple false positives for c glabrata results only on side b. The following information was provided by the initial reporter: during verification runs of vag panel assay, customer is getting multiple false positive c glabrata results only on side b. All c glabrata false positives are associated with a true tv positive result that is coinciding.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that during verification runs for the vaginal panel assay, they are seeing multiple suspected false positive results for c. Glabrata on instrument side b. The customer run file database was provided to bd service specialists and quality for further analysis, which revealed evidence of fam to vic optical signal crosstalk. A bd field service engineer (fse) was dispatched to the customer site where they performed reader renormalization on the reader on side b. Reader and heater mux performance was verified to be within specification post normalization. An instrument qualification was also performed and passed. This complaint is confirmed by service and quality. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of fam to vic optical crosstalk when samples with a high concentration of tv are tested. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and one additional case was observed on 19apr2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
G.5 PMA /510k info: k111860, k130470 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument while running vag panel assay customer keeps obtaining multiple false positives for c glabrata results only on side b. The following information was provided by the initial reporter: during verification runs of vag panel assay, customer is getting multiple false positive c glabrata results only on side b. All c glabrata false positives are associated with a true tv positive result that is coinciding.